Event description:
Event description guidant received information that the patient with this pacemaker was noted to have an intrinsic rate of 36bpm. Further evaluation determined that a loss of capture was occurring on the ventricular channel. It was suspected that this loss of capture was due to an inappropriately programmed pulse width (.05 msec). After the pulse width was reprogrammed, capture was obtained. The caller was concerned as to how the pulse width became changed after the last follow-up visit.